Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 13apr2017. Although attempts were made to reach the customer for more information concerning this event in addition to receiving an email read receipt from the customer contact, no new information was received so it cannot be determined when the issue occurred - prior to or after sedation and active data capture. During troubleshooting efforts between the customer and merge technical support, the customer was instructed to reboot the hemo system. Once rebooted, merge technical support instructed the customer to use the provided simulator plug to test the capability of zeroing. It was confirmed that the system was working correctly. The potential impact to a patient has been reviewed and the risk level has been assessed as medium risk. Additionally, a low number of customers have reported this issue therefore reducing the frequency of occurrence. Ffr is an optional feature of merge hemo and is used as a secondary diagnostic method that may be used in conjunction with an angiogram where the clinician will visualize the lesion to determine if interventional treatment is required. Interventional treatment during cardiac catheterization also takes other factors into account such as medical history, symptoms, and risk factors. The ffr calculation is based on the ratio of the mean distal pressure and mean proximal pressure, which are displayed to the clinician simultaneous to the ffr calculation. An erroneous ffr calculation in the absence of an incorrectly calculated proximal and distal arterial pressures would be visibly apparent to the clinician. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence in the troubleshooting section with statements such as, "problem: the application will not allow user to zero pressure. Resolution: ensure that the transducer is plugged in and open to air. Make sure the cable connection is clean. Switch cable to different channel. If problem persists, contact technical support." Additionally, the cardiac output check chapter provides the user detailed instructions on how to properly use the test plug when testing the cardiac output function. No further actions are anticipated at this time due to the issue being visibly apparent to the clinician, the low number of customer complaints, and the moderate to low impact on patients since ffr is a secondary diagnostic method.

Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, (B)(4) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the pressure values could not be zeroed. Subsequently, the medical staff moved the patient to another lab onsite. It could not be definitively determined as of the date of this filing when the patient was moved - prior to or after sedation and active monitoring were initiated. It is a strong likelihood that physiological monitoring was interrupted. For this reason, this event is conservatively being reported via this initial report. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. However, the procedure was completed successfully once the patient was moved to another functioning lab. (B)(4).